Event description:
Country of complaint: (B)(6). Inner foil was welded to outer foil. A sterile withdrawal can not be guaranteed.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 3 open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Three (3) samples (with only 2nd pack open) were received. These samples do not have the aluminium pack stuck to the plastic film. Without any defective samples an analysis can not be carried out. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.